Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
A 39-year-old male patient received hemodynamic support from an impella rp smartassist heart pump and an impella 5.5 smartassist heart pump during high-risk cardiac surgery and as bridge to heart transplant. The automated impella controller (aic) running the impella 5.5 device showed a controller failure red alarm and had to be exchanged. The patient suffered no harm from the incident.

Manufacturer narrative:
A.1 revised patient identifier (in confidence) as it was reported incorrectly on initial manufacturer device report number 1220648-2023-04990. D.1 and d.2 brand name and common device name were revised in accordance with updated procedures since the initial manufacturer device report 1220648-2023-04990 was submitted. D.4 model number, serial number and catalog number were revised in accordance with updated procedures since the initial manufacturer device report 1220648-2023-04990 was submitted. G.1 revised MDR reporting contact name and address and manufacturing site name and address as they were reported incorrectly on initial manufacturer device report 1220648-2023-04990. Reporting contact email was revised in accordance with updated procedures since the initial manufacturer device report 1220648-2023-04990 was submitted. H.6 code 2199 was reported incorrectly on initial manufacturer device report 1220648-2023-04990.